Event description:
The device was used during a pneumonectomy procedure. Reportedly, the instrument did not fire properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.